Event description:
The customer reported to olympus technical assistance center (tac), the air/water instrument channel connector (gray) of the endoscope reprocessor was missing the ring inside of it and was discharging too much water. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer was dispatched to service the device. During servicing, the connector was replaced and the detergent nozzle was tightened. The equipment was repaired and verified according to original equipment manufacturer instructions. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.